Event description:
Caller tested 3.3 inr on the coaguchek xs system while a comparison lab returned as 2.5 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system however the caller has not returned anything.

Manufacturer narrative:
Will not be returned to manufacturer.